Event description:
A customer reported that during a procedure, the system displayed an error message, pressure spiked and air bubbles were noted in the patient's eye. The air line was clamped and the case was completed w/o further incident. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).